Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient called back and during troubleshooting patient got the message settings not available in group c. Agent walked patient through adjusting therapy settings in their groups and patient was able to adjust therapy in 2 groups (a <(>&<)>b) to which agent informed patient to use those 2 groups for now. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they have an appointment with their hcp in may. Rep reported they met with patient today may 10, 2024. Upon interrogation electrode 1 was indicating do not use. All programming on program 2 for each group was utilizing this electrode. The rep programmed around effected electrode and her therapy is back on track. The rep reported; electrode is still out, therapy is working again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative clarified that the impedance was high.

Event description:
It was reported that both leads were explanted. Registration indicates they were replaced with new leads. No additional information was provided. Additional information was received from a manufacturer representative (rep). It was reported that the patient has had an issue with their leads since (B)(6) 2024. The patient called into about their leads not working. Patient decided to have the leads replaced. The healthcare provider (hcp) decided to replace both leads on (B)(6) 2025. Only 1 lead had high impedances on all electrodes. The rep was unsure what the serial number of this lead was. The cause was not determined. The devices were replaced and therapy is going well. The issue has been resolved. The customer disposed of the leads. The information was confirmed with a physician/account.

Manufacturer narrative:
An initial regulatory report was submitted under report # 3004209178-2025-14795. It was unclear if the events were related until further clarification from a manufacturer representative was provided. All further reports related to this event will be reported under this report number. No further reports will be submitted under report number 3004209178-2025-14795 continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.